Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.